Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead was unsuccessfully implanted due pericardial effusion during implantation of the lead. Additional information indicated that the area of perforation was on the anterolateral branch of the coronary sinus. Perforation was confirmed via fluoroscopy. The patient became hypotensive and a pericardiocentesis was performed. The lead was never in service. No additional adverse patient effects were reported.